Manufacturer narrative:
Continuation of d10: product ID tm91d0 serial# (B)(6) implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with parkinson's disease who had an implantable neurostimulator for deep brain stimulation experienced issues with charging and therapy delivery. The patient stated that they needed to charge their implanted neurostimulators every 3-4 days and that the implant battery was not depleting at the rate they expected. The patient reported charging every day for an hour and a half. During a call, the patient was instructed to start a charging session and it was found that their therapy was off. It was reviewed that if the implant battery drops below 25%, therapy will automatically turn off. The patient was noted to be difficult to understand, indicating a possible communication issue. It was discovered that the patient had a percept patient communicator and not a tm90, which was needed to turn the implant back on. A request was sent to replace and return the communicator, and the tm90 was shipped to the patient with expedited delivery. The patient may call back for assistance pairing the tm90 to the handset. No patient complications have been reported as a result of this event. Additional info received from patient that they need assistance pairing new communicator. Walked patient through pairing new communicator to handset and ins successfully on the call. The patient also repeated that their therapy had been turned off for a while, but they weren't sure for how long. The patient added that they had been shaking as a result of the therapy being off. The patient wanted to turn therapy on and requested a walkthrough. Agent reviewed requested information and patient confirmed they were able to turn therapy on. The patient mentioned that the shaking was better after they turned the therapy on. Patient did not require further assistance.